Manufacturer narrative:
It was reported on (B)(6) 2017, that the patient has been on aspirin 325mg, persantine 75mg twice a day, and warfarin, with an inr goal of 2.5-3.0. Despite these treatments, the patient¿s lactate dehydrogenase (ldh) level remains in the 700¿s u/l since (B)(6) 2016. An echocardiogram ramp study was performed and showed that the left ventricle did not decrease as much as anticipated when the pump speed was increased. The health professional reported that they suspect that there is at least partial thrombus. The patient had some signs of volume overload with increased jugular venous pressure, edema in the lower extremities, and increasing abdominal girth. The submitted system controller log file was reviewed by the manufacturer¿s technical services¿ representative and some power and flow fluctuations were observed. The patient was later discharged on an unspecified date. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 10 months. Device not returned for evaluation. The patient remains ongoing with the device. No additional information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that patient presented with elevated lactate dehydrogenase (ldh) levels. The patient was asymptomatic. Log file analysis performed by the manufacturer¿s technical services representative revealed several elevated pump power and flow readings. The patient was admitted and intravenous anticoagulation was initiated for lactate dehydrogenase (ldh) levels between 700 - 800 u/l. The patient¿s plasma free hemoglobin was within normal limits and the inr was greater than 2.0. The patient¿s inr goal was increased. It was reported that there were no signs of decompensation. An echocardiogram ramp study was performed and it was reported that the lvad was operating as expected. As of 09/10/2016, the patient remained hospitalized with ldh levels of 600 - 700 u/l. The patient¿s plasma free hemoglobin was 30mg/dl and the inr was 2.6. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the report of elevated ldh and suspected thrombus could not be conclusively determined. Evaluation of the submitted log file did not capture any atypical alarms and the device appeared to be functioning as intended. Power and flow elevations were noted between (B)(6) 2016 that seemed associated with pi events; however, the cause could not be determined. Hemolysis and thrombus are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.